Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported receiving an electrical shock from the alinity c processing module. Additionally, the customer observed an error code 3062, residual liquid detected in cuvette (0) and 3063 cuvette washer error. The customer performed troubleshooting by replacing the sample probe and performing a cuvette wash, but the error code returned. On 04nov2024, the field service engineer performed service to resolve the error codes and left the customer¿s facility. At 12:00 am, the customer noticed a leak coming from the external waste pump at the back of the analyzer. The waste pump was off and the alinity system was running, causing the pump bucket to fill and leak onto the floor behind the analyzer. When the customer went to investigate the leak, she received an electrical shock from touching the extension cord that was laying on the wet floor. There were two abbott products plugged into an abbott supplied extension cord, the lantronix spider duo box and the aten hdmi converter, which both were installed by abbott. As a precaution, the customer received medical care in the emergency room for pain in her arm. There was no treatment or medication provided. There was no additional harm to the customer reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module serial number (B)(6) and determined the standing water was from the leaking alnty ci external waste. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with leaking or shock. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci external waste did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty ci external waste was identified.

Event description:
The customer reported receiving an electrical shock from the alinity c processing module. Additionally, the customer observed an error code 3062, residual liquid detected in cuvette (0) and 3063 cuvette washer error. The customer performed troubleshooting by replacing the sample probe and performing a cuvette wash, but the error code returned. On (B)(6) 2024, the field service engineer performed service to resolve the error codes and left the customer¿s facility. At 12:00 am, the customer noticed a leak coming from the external waste pump at the back of the analyzer. The waste pump was off and the alinity system was running, causing the pump bucket to fill and leak onto the floor behind the analyzer. When the customer went to investigate the leak, she received an electrical shock from touching the extension cord that was laying on the wet floor. There were two abbott products plugged into an abbott supplied extension cord, the lantronix spider duo box and the aten hdmi converter, which both were installed by abbott. As a precaution, the customer received medical care in the emergency room for pain in her arm. There was no treatment or medication provided. There was no additional harm to the customer reported.